Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00232; 3005168196-2018-00233; 3005168196-2018-00234; 3005168196-2018-00236.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using ruby coils. It was noted that the patient's anatomy was tortuous. During the procedure, while attempting to implant a ruby coil into the pavm using a lantern delivery microcatheter (lantern), the physician experienced resistance after advancing the ruby coil approximately 75% into the pavm and the coil would not advance further; therefore, it was removed. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance; therefore, the lantern and coil were removed and the physician flushed clot out of the lantern. It was reported that the ruby coil was then accidentally dropped on the floor after removal from the lantern. The physician wanted to start fresh and decided to use a second lantern. After multiple attempts, the physician was able to get the lantern back engaged into the pavm and attempted to advance a new ruby coil through the lantern; however, resistance was encountered and the ruby coil would not advance. The physician then decided to end the procedure at this point and the patient will be scheduled for another procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2018-00232, 3005168196-2018-00233, 3005168196-2018-00234, and 3005168196-2018-00236.